Event description:
The customer reported the facility labor and delivery unit uses 16 gauge IV catheters with baxter interlink i.v. Catheter extension set/male luer so they can deliver fluid to patient rapidly, if necessary. With such an IV in place they can use evacuated tubes for drawing blood through bd vacutainer collection assemblies without having problems seen with smaller IV catheters. In this case, the male luer of bd vacutainer collection adaptor fit loosely into female luer of baxter IV extension set and the connection came apart causing a small blood leak. There was no reported patient injury or medical intervention in association with this event.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned one used sample and two unused samples for evaluation. The samples were visually and functionally tested and the reported condition could not be confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). Upon follow-up with the customer, it was discovered that the interlink injection site was being removed from the extension set. The female luer of the extension set was then connected to an unknown bd vacutainer collection adaptor. The nurse observed that the male luer of the bd vacutainer collection adaptor went all the way to the bottom of the female luer of the extension set. Since the connection was very loose, a disconnection was observed between the female luer of the extension set and the male luer of the bd vacutainer collection adaptor. This resulted in a small amount of blood leaking from the patient. There were no reports of patient injury, adverse events, or medical intervention necessary. The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.